Event description:
It was reported that the needle deployed early. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device completed first and second primes in an expected number of pulses, and the device operated until reaching 1645 pulses. No issues were observed that would cause the early deployment of the needle.